Event description:
A pt reported blood glucose results of "98 mg/dl, 136 mg/dl, 152 mg/dl, and 170 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.